Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level 600 mg/dl. Customer stated that they received low alert did appropriate steps to stabilize blood glucose but when they checked the reading using meter it said can not read the blood glucose. Customer was treated with insulin pump. Customer declined troubleshoot for high blood glucose level and for sensor. The insulin pump will not be returned for analysis.